Event description:
Healthcare professional (hcp) reports leak in lower pump segment of cycler tubing used for automated peritoneal dialysis treatment in center. Treatment was discontinued at time leak was noted. Hcp reports no patient injury or medical intervention as a result of incident.